Event description:
The customer contact reported that "air was being pumped to the patient even after the pump alarmed. Pump did not stop even though the alarm was going". The pump was programmed to deliver normal saline. No specific programming parameters were provided. At an unspecified time after the infusion was started, the nurse entered the patient's room in response to an unspecified alarm condition. At that time, it was noted that there was air in the IV tubing distal to the pump; however, there was "no air near the patient, the patient did not receive any air." There were no reported adverse patient effects.